Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The fbf instrument passed the manual articulation testing and both external and internal visual inspections, with no issues detected. It was placed and driven on an in-house system, it successfully passed both recognition and engagement tests and demonstrated intuitive movement with full range of motion in all directions. The grips opened, closed and grasped properly. The fbf instrument passed the electrical continuity and energy delivery tests. The fbf instrument was fully functional, no product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the fenestrated bipolar forceps (fbf) instrument became immobile while gripping mesentery tissue. This occurred shortly after the fbf instrument contacted another, unspecified instrument, following the rectal resection and as the surgeon was expanding the intestine with the fbf instrument in the left hand. It is unclear whether the instrument interference contributed to the reported incident. The instrument release key (irk) was not utilized, as the surgeon determined that the tissue could be safely removed. To resolve the situation, the segment of sigmoid mesentery grasped by the jaws of the fbf instrument was excised, resulting in unanticipated tissue removal. This enabled the removal of the fbf instrument; however, it remains unknown whether any bleeding occurred or if the patient required additional interventions as a result. The procedure was successfully completed robotically without further reported complications.